Manufacturer narrative:
The evaluation showed, that the bolt in the upper part (backward) disengaged. Subsequently the front link is damaged. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer the 3r60 stiffened up, the patient sat down an saw a screw dropped out (thread was stripped). The patient did not fall.